Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing/condition issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: there was no visible evidence of moisture behind the display screen. The leak test failed due to a display lens leak. The pump was opened and no evidence of moisture was observed inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.